Event description:
It was reported to philips that the system had a blue screen error, it was unable to boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system had a blue screen error, it was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found host pc hard drive failure. To resolve the issue, the fse replaced hard disk and loaded software from scratch to host computer and performed system ghost for backup. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.